Manufacturer narrative:
(B)(4). The lot number was not provided. No date of manufacture can be determined.

Event description:
Customer states: prior to use, due to the peculiar smell that came out of the package, a nurse vomited. No patient involvement/.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The device was returned for investigation and no fault was found. After medical assessment this device should not have been reported: minor/negligible-asymptomatic or mild symptoms, clinical or diagnostic observations only, no professional medical intervention is required.